Event description:
It was reported that patient experienced increased pain. It was noted that the catheter was patent, however it was also added that a catheter dye study was done on (B)(6) 2011 and failed as they were unable to aspirate fluid. Intervention was stated as pending catheter revision. Drugs delivered via the device were morphine 20.0 mg/ml, bupivacaine 8.2 mg/ml, and fentanyl 1,222.2 mcg/ml. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that the catheter had a pinched transection. It was further reported that the pump's battery was expiring. The pump was interrogated on 2011-(B)(6) and the eri (elective replacement indicator) was noted as 16 months. The pump and catheter were replaced. Device was disposed of according to biohazard instructions. Patient outcome was noted as resolved without sequel.

Manufacturer narrative:
Concomitant medical products: catheter model 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk.